Event description:
It was reported that there was a cot tip during unloading resulting in the patient receiving a hematoma to the head. It was reported that the patient was taken to the hospital as a result but no specific treatment details were provided. The device was inspected by a stryker technician and no defect was found that would cause or contribute to the reported event.

Manufacturer narrative:
This record has been corrected to provide the manufacturing date. Section h4 has been updated to reflect this.

Event description:
It was reported that there was a cot tip during unloading resulting in the patient receiving a hematoma to the head. It was reported that the patient was taken to the hospital as a result but no specific treatment details were provided. The device was inspected by a stryker technician and no defect was found that would cause or contribute to the reported event.